Event description:
It was reported that a patient experienced an embolism and a thrombus aspiration procedure (tap) occurred. A farawave catheter and a versacross connect faradrive were selected for use. After procedure was over, the physician heard there was an embolism and they had to perform a tap. The patient was hospitalized. The doctor mentioned he thought it may have been from the tsp wire. No more information available at the time.

Manufacturer narrative:
No patient information was available. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available at the facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress. If further information is available, a supplemental report will be submitted.